Event description:
It was reported that during needle placement in perm implant procedure on (B)(6) 2022 there was an alert from the neuromonitoring representative regarding irregularities in the sensory readings. As such, the procedure was aborted for patient safety with no device being implanted. Patient was hospitalized and underwent a laminectomy on (B)(6) 2022 to address the issue. Reportedly, there has not been much improvement. Investigation was unable to determine which device attributed to the event.

Manufacturer narrative:
Further information requested, but not yet received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch: a000130713.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient was unable to move both legs after the procedure. Patient was moved to a rehab facility. Reportedly, the patient was making progress in regard to movement int the legs. No additional information available.